Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the cause of the reportable issues could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the fiber bonding in the outer tube area, the distal end, and the cover glass of the insertion section of the gynecologic laparoscope were damaged and scratched. There was no patient involvement.